Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and the patient received inappropriate therapy due to oversensing of noise on the pace/sense portion of the rv lead. The rv lead was reprogrammed off and planned to be replaced in the following days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lia was triggered for a high number of shor v-v intervals and non-sustained ventricular tachycardia episodes. The rv lead has been explanted and replaced.